Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use - used in the tricuspid valve. The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the complete clip detachment (ccd). It was reported that the procedure was performed to treat tricuspid regurgitation (tr) with a moderate grade [3]. Visualization was difficult due to the anatomy and echocardiogram conditions. The clip delivery system (cds) was advanced to the tricuspid valve and the clip deployed; however, after deployment, it was noted that the clip was not attached to either leaflet, but remained on the gripper line. Along with the gripper line, a catheter was used to retrieve the clip. No clips were implanted and the procedure was discontinued. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip nt instructions for use states that the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported detachment of device component (ccd) appears to be related to user technique/ procedural circumstances as it was confirmed that there were visualization difficulties during the procedure. The reported poor image resolution appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.